Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md judged that it was difficult to use because the guide wire was severely bent. So md took out another new product and finished the procedure". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material was observed on the guide wire body. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal j-bend. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and round. The kinks in the guide wire measured 22mm from the distal weld. The guide wire total length measured 684mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .85mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. The guide wire was able to pass with little to no difficulty. Per IFU statement , "when using an arrow raulerson syringe, advance guide wire until triple band mark reaches rear of syringe plunger. Advancement of "j" tip may require a gentle rotating motion". A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal j-bend. The guide wire met all relevant dimensional and functional requirements were met. Based on the customer report and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md judged that it was difficult to use because the guide wire was severely bent. So md took out another new product and finished the procedure". No patient harm reported. The patient's condition is reported as fine.